Event description:
Caller reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level. Customer was instructed to confirm the pump was not plugged into a power source and to press the button firmly while providing support to the pump's bottom. Despite these efforts, the button remained problematic, leading technical support to assist in removing the pump from its case and recommending further attempts. Ultimately, technical support decided to replace the pump, ensuring that the customer continues using the current pump until the replacement arrives. Instructions were given for returning the defective pump, confirming the warranty status and arranging shipment details.